Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled however, the patient-initiated interrogation was not successful. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this implantable cardioverter defibrillator remains in service and there were no adverse patient effects reported.